Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the sample was received for evaluation with a mini cap on the dark blue connector and the white twist clamp was in closed position. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue tip (female connector) and the light blue finger grip (main body) of a peritoneal dialysis (pd) transfer set. This was identified while attempting to disconnect from peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.